Event description:
The provider states the unit at 1 liter is in the 80 percent concentration but fine on settings 2-5. The provider states the low o2 yellow came on and then the unit shut down (B)(4).